Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump's up button was not responding properly. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.